Manufacturer narrative:
On (B)(6) 2014, ameda sent replacement valves and flanges and reviewed proper maintenance and use of the pump with the customer. Review of the device history record indicated the pump met suction specifications.

Event description:
On (B)(6) 2014, a (B)(6)) representative contacted ameda via phone all, representing the customer. The (B)(6) representative stated that the customer was diagnosed with mastitis after using a purely yours breast pump for a two month period of time. The customer reported experiencing low, decreasing suction when compared to earlier pumping sessions. The (B)(6) representative stated customer's mastitis infection had cleared up. Unable to confirm customer's medical treatment for mastitis as not reported and three subsequent attempts to contact customer directly via phone were unsuccessful.